Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Microscopic examination and tactile inspection revealed a kink in the hypotube 2cm proximal from the collar. Microscopic examination revealed a complete separation at the collar weld. Microscopic examination revealed the (ptfe) completely pulled out of the collar and attached to the distal shaft. Microscopic examination presented found no irregularities or damage at the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A guidezilla guide extension catheter had already been used in the completion of the procedure. Upon removal of the guidezilla guide extension catheter, the shaft was separated at the entry port. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: over 18 years. (B)(4).

Event description:
It was reported that shaft break occurred. A guidezilla guide extension catheter had already been used in the completion of the procedure. Upon removal of the guidezilla guide extension catheter, the shaft was separated at the entry port. No patient complications were reported and the patient's status is fine.